Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the device did not help with their incontinence issues. They stated when they called the manufacturer and went to a different urologist the urologist did either an x-ray or a CT scan and said the leads were not exactly in the correct position. The caller was then referred to a different doctor who told them the leads were fine and they were just going to replace the ins for normal depletion. The patient then reported that the doctor told their spouse that they also repositioned the leads. The patient stated they had the ins replaced due to normal depletion, the leads moved. No further complications were reported or anticipated.